Manufacturer narrative:
(B)(4). This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA. (B)(4). Results of investigation: service technician was able to duplicate the reported issue. Visual inspection reveals pins 1,2,3 and 4 were bent and pin 5 was burned. The suspect component was scrapped and a replacement was sent to the customer to resolve their reported issue.

Event description:
The customer reported complaint that the unit dc connector was damaged.